Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. (B)(4).

Event description:
It was reported that the patient implanted with this electrode developed a (B)(6) infection at the incision site. Fluid was observed to be coming out of the incision site. The patient was admitted to the hospital for a two week period and treated with antibiotics as well as wound cleaning. Four months after the patient was discharged from the hospital, fluid was again observed at the incision site with swelling of the wound. The patient was re-admitted to the hospital for antibiotic treatment and wound cleaning. The fluid gradually decreased and the patient was discharged from the hospital and continued to receive antibiotics on an outpatient basis. The wound has since healed with no signs of re-infection. This product remains implanted and in service. No additional adverse patient effects were reported.